Event description:
It was reported the patient had the system explanted due to an infected pump pocket. The drug in the pump was lioresal. The patient recovered without sequela. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4). The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.